Event description:
It was reported that the deep brain stimulation (dbs) patient experienced weakness on the left side of body and was admitted to the emergency room (ER). It was noted that the patient experienced a right hemisphere stroke that was not related to the dbs per the physicians assessment however the reason for the stroke is unknown. The patient underwent a procedure where the dbs lead and burr-hole cover were explanted and a hemi craniotomy to drain blood was performed. Physical analysis of the dbs lead and burr hole cover was not performed as they were retained by the facility. The patient continues hospitalized under the care of their physician however is expected to fully recover.

Manufacturer narrative:
Block d2b: additional pro codes in block d2b nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 33572845. Unique identifier (UDI): (B)(4).